Manufacturer narrative:
H10: a philips service engineer (se) replaced the battery, and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarming battery failure. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an alarming battery failure.